Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out, externalized conductors were observed. No electrical anomalies were detected. The patient will continue to be monitored.